Event description:
The customer reported that the system was unable to perform fluoroscopy. This issue will cause the system to be unusable due to the inability to see the live image. No pt serious injury or death was related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The collimator was evaluated and reseated. The system was tested and found to be working as intended and put back into service.